Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported another representative was at the replacement case on (B)(6) 2017. Additional information received from an hcp via a representative reported when the hospital releases the pump from pathology, it would be returned to the manufacturer. The patient¿s weight at the time the of event was unknown.

Manufacturer narrative:
Analysis identified a low battery reset had occurred but could not determine the cause. Analysis also identified the pump had reached {eri/eos} due to voltage however could not determine the cause. The pump was included in the potential battery performance population. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated or cerebral palsy and intractable spasticity. The pump contained lioresal [2000 mcg/ml] at a dose of 375.75 mcg/day. It was reported a critical alarm was heard and confirmed by telemetry. The pump logs were checked. A low battery reset and safe state (12 mcg/day) occurred. The onset of the event was reported to have occurred on (B)(6) 2017. No patient symptoms were reported. The representative asked if they could program the pump out of that state. The representative stated they would most likely replace the patient¿s pump in the next two days (pump explanted on (B)(6) 2017 according to device records). No further patient complications were reported.